Event description:
It was reported that this pacemaker exhibited a noisy signal with not correlated with symptoms as patient experienced dizziness. Boston scientific technical services (ts) device appeared to be functioning as programmed. The noise was noted on the right atrial (ra) channel which appeared to be electromagnetic interference (emi) external. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating the noise lead to oversensing and pacing inhibition. No adverse patient effects were reported.